Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter got a meter to hcp meter comparison when he visited his dr on a routine basis. The reporter's meter result was 166 mg/dl and the dr's meter (type unk) 133 mg/dl. There were no symtpoms. Reporter's control solution had expired 1/1997. On follow-up, qc procedures and meter/lab comparisons were reviewed.